Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service engineer (fse) went onsite to evaluate and repair the suspect device. The fse replaced the front panel assembly and performed extended system test/operational verification procedure. The fse reported the unit is meeting manufacturer specifications. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen went blank. The issue occurred during patient use, the customer reported the unit was changed out. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The suspect front panel assembly was duplicated and isolated the root-cause to be material fatigue within the liquid crystal display assembly. This issue will be internally investigated within carefusion.